Event description:
This report is being filed upon notification from our x-ray manufacturer in best, the netherlands to submit this event that happened in (B)(6). Problem: this x-ray system had an intermittent problem with the image intensifier/tv subsystem making it impossible to fluoroscopy. The operator had to reboot the entire system for it to be operational again.

Manufacturer narrative:
Eval results and conclusion: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.